Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The doctor was using the involved angio-seal to close. When inserting the angio-seal closure device into the hemostatic valve she pushed in until she heard a "click". Then pulled back to hear the 2nd "click" while slightly rocking the closure device back and forth. The closure device then separated from the hemostatic valve. The entire device was removed per proper instructions and completed normally. Hemostasis was achieved. There was no blood loss. Additional information was received on 22aug2025: the procedure was an intervention via femoral access. The doctor did not mention any issues with arterial access, sheath, guidewire, or catheter insertion. Other then the separation of the angio-seal device with the hemostatic valve, the product performed normally. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in rear lock position and kinked along the carrier tube shaft. The suture was noted to be fully deployed and cut distally from the carrier tube tip. The clear stop marker was also noted to be deployed and damaged distally. The sheath and carrier tube were also returned separated from each other. The sample was received with the device fully deployed and components separated. As a result, the complaint can be confirmed for sheath and carrier tube separation. The exact root cause could not be determined. The likely cause was determined to have been component separation during device withdrawal, possibly due to the sheath being held and the carrier tube withdrawn. The device history record (DHR) review was unable to be reviewed as the lot number was not available. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.